Event description:
Reporter alleged discrepant back to back glucose results of 331, 154, & 316 mg/dl when all tests were performed within 10 minutes on the advantage system. The location of the testing was not provided. Customer stated taking normal diabetes medications and no other actions were taken or treatment received reportedly. A request was made for the return of the supsect device and replacement product was sent.